Event description:
The customer observed a falsely decreased ca19-9 result while using the architect ca19-9xr assay. The customer provided the following data (customer provided reference range 35 or below): initial: 40 u/ml, retest results 66 u/ml, 90 u/ml. The decreased result was not reported out the laboratory. No adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation: an evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending did not identify an adverse trend for the lot in question, 18074m500. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect ca19-9xr reagent list number 02k91, lot number 18074m500, was identified.